Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available in the future it will be reported in a supplemental report.

Event description:
Patient was revised for instability. Baseplate and insert were explanted and new stryker revision components were implanted.